Event description:
Additional information received identified the patient's scs ipg was explanted. The scs leads were left in place.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing heating at her scs ipg pocket site while using system stimulation. Per the patient's request, surgical intervention may be taken at a later date to address the issue.